Event description:
Information received by medtronic indicated that the insulin pump was not reading new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver 6.5w. Retainer = black. Customer returned pump for an alleged pump not accepting batteries found on 6/21/2021. The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph lists data from 7/4/2021 to 7/8/2021. No data available for event date 6/21/2021 however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range for the available dates. No unexpected failed batt test (battery failed) alarm noted during testing. A review of the history files reveals there were not any battery/power alarms for the event date 6/21/2021 noted however, there were eight (8) failed batt test (battery failed) alarms on 6/19/2021 between 22:22 and 22:28 triggered. The pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor during visual inspection. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed. No unexpected battery failed alarms during testing or excessive/unexpected noted in the history files.